Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal irritation. There was no report of medical intervention. The device was returned to the manufacturer for evaluation. The technician found no visual evidence of foam particles. There was no malfunction noted. There was evidence of infestation, discolored enclosure and white residue. No components were replaced. The device was scrapped.